Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had lost data and settings during battery change, screen goes in and out and motor error. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had rejected new batteries straight out of the package, random and unexplained no delivery alarms and rewind error. The insulin pump will not be returned for analysis.